Event description:
Expanding innovations inc., (ei) was notified about a surgery in which the x-pac lateral cage that was implanted into the l4-l5 disc space had, approximately three months post op, subsequently experienced a reduction in height. The surgeon informed ei company representatives that the cage would require removal.

Manufacturer narrative:
Ei's visual inspection of the explanted cage at 10x magnification showed no damage to the locking teeth, nor to any of the other cage components. Functional verification showed that the cage was found to expand and retract as designed. No anomalies were noted on the returned implant that could result in the loss in height of the implant. Review of production records showed that the device lot met all release criteria with no nonconformances reported. Based on the above investigation, the cause of the loss in height cannot be attributed to an implant malfunction. The observed occurrence will continue to be monitored.